Event description:
The pump was returned due to presumed battery depletion. The patient's pump was replaced. No patient symptoms or outcome was reported.

Manufacturer narrative:
Final device analysis revealed motor gear shaft wear.